Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The damage to the driven ground resistor was caused by the non-lifevest defibrillations that were administered to the patient while being actively monitored by the lifevest. There is no information to suggest that the damage to the r781 resistor caused or contributed to the adverse event, as the lifevest ecgs were intact during the event and the device properly treated the patient's vt/vf arrhythmias. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. No additional information surrounding the event is available. Download data from the lifevest suggests that the patient actually passed away in the early morning of (B)(6) 2018. The lifevest delivered five treatments during the event. At 00:19:53 the patient degraded to severe bradycardia and then asystole. At 00:27:36 the patient transitioned to polymorphic vt (130 bpm) before degrading to vf with CPR artifact. The vt rate was below the prescribed rate threshold, and the CPR artifact interrupted the lifevest's ability to detect and treat the arrhythmia. The patient remained in vt/vf with CPR artifact visible on the ECG recordings. Download data suggests that a non-lifevest defibrillation was administered at 00:34:17 during vf. The lifevest delivered treatment #1 at 00:37:41 during vt. The treatment was unable to convert the arrhythmia. Treatment #2 was delivered at 00:38:06, and the post-shock rhythm was asystole. A third treatment was delivered during asystole at 00:38:31. Over-sensing of low amplitude cardiac input signal contributed to the false detection. The post-shock rhythm was obscured by CPR artifact. Two more non-lifevest defibrillations were administered at 00:40:29 and 00:42:59 during vf. The lifevest delivered two more treatments during vf at 00:44:38 and 00:45:34. The post-shock rhythms of both treatments was asystole. The patient remained in asystole/severe bradycardia until the lifevest was shutdown at 00:47:50. Post-shock asystole is a known potential outcome of defibrillation.